Manufacturer narrative:
Date received by manufacturer for MFR 2017865-2018-10034 should have been reported as (B)(6) 2017.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The initial medical device report was submitted via an alternative summary report on oct 31, 2015 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).

Event description:
The initial medical device report was submitted via an alternative summary report on oct 31, 2015 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).

Event description:
New information received notes that the patient was heavily on antibiotics and was unstable at the time. Patient remained in the monitored care unit until infection was cleared.